Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected restart error test, low battery, battery out limit and failed battery test alarms during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 144mg/dl. Troubleshooting was performed and the alarm occurred shortly after inserting a new battery. Customer was advised to monitor the pump until a replacement arrives. Insulin pump will be returned for analysis.